Event description:
A broken bur was found within the device during inspection, by the manufacturer sales representative, at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
A broken bur was found within the device during inspection, by the manufacturer sales representative, at the user facility. There were no adverse consequences related to this event.